Event description:
An affiliate reported that during an angioplasty procedure, a 3.0 x 23mm cypher select + was delivered to the lesion without difficulty. Immediately after the physician attempted to inflate the balloon, contrast leaked from a crack in the hub. The balloon did not inflate, and the device was removed from the pt without difficulty. A new cypher select + was used to complete the procedure with no adverse pt consequences. The device appeared normal prior to use and there had been no difficulty with connecting the hub to the indeflator device.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to use distributed cypher product (cxs). Additional info will be submitted within 30 days of receipt.